Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation abrasion was observed on the lead. The electrical functions of the lead were stable and in range. The patient wished to leave the lead implanted and is doing fine. No further surgeries were planned.